Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 20077321, medical device expiration date: 2023-07-28, device manufacture date: 2020-07-24, medical device lot #: 20077322, medical device expiration date: 2023-07-29, device manufacture date: 2020-07-24, medical device lot #: 20077523, medical device expiration date: 2023-07-30, device manufacture date: 2020-07-28, medical device lot #: 20066818, medical device expiration date: 2023-06-22, device manufacture date: 2020-06-20, medical device lot #: 20077541, medical device expiration date: 2023-07-30, device manufacture date: 2020-07-29. Investigation summary: a complaint of defective tubing was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was confirmed. The spike has separated from the set. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. When looking at the connection site, no solvent could be seen. The root cause for this failure is an insufficient amount of solvent added to the connection site during assembly. A complaint of defective tubing was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was verified. The set had kinked and separated at the drip chamber connection site. A device history record review for model 10015012 lot number 20077321 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error during the manufacturing process. When the set is coiled and packaged prior to the added solvent drying, kinks can be created that eventually separate the set. A complaint of defective tubing was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was verified. The drip chamber connection site was kinked and could not be smoothed out. A device history record review for model 10015012 lot number 20077322 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error during the manufacturing process. When the set is coiled and packaged prior to the added solvent drying, kinks can be created. A complaint of defective tubing was received from the customer. Two sets were returned for investigation. The first set had kinked and separated at the connection site of the drip chamber and the rest of the set. The customer complaint was confirmed for this set. No defects or damages were observed on the second provided sample. A device history record review for model 10015012 lot number 20077523 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error during the manufacturing process. When the set is coiled and packaged prior to the added solvent drying, kinks can be created that eventually separate the set. A complaint of defective tubing was received from the customer. Three unopened samples were provided for investigation. Through visual inspection, the customer complaint was confirmed. All three sets had a kink at the drip chamber connection site. A device history record review for model 10015012 lot number 20066818 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error during the manufacturing process. When the set is coiled and packaged prior to the added solvent drying, kinks can be created that eventually separate the set. A complaint of defective tubing was received from the customer. Five unopened samples were returned for investigation. Through visual inspection the customer complaint was verified. Four samples had kinked at the drip chamber connection site and the fifth sample had kinked and separated. A device history record review for model 10015012 lot number 20077541 was performed. The search showed that a total of 2,403 units in 1 lot number was built on 30jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error during the manufacturing process. When the set is coiled and packaged prior to the added solvent drying, kinks can be created that eventually separate the set. These incidents have been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp bur 20d low sorb smbore ss 0.2m sets from an unspecified lot, 1 set from lot 20077321, 1 set from lot 20077322, 2 sets from lot 20077523, 3 sets from lot 20066818, and 5 sets from lot 20077541 had defective tubing. The following information was provided by the initial reporter: "I have two more burette¿s that are defected".